Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received 3 questionable results when testing with coaguchek xs meter serial number (B)(4). Of the three results, one result was erroneous when compared to a value measured with an unknown laboratory method. A sample from this patient was tested using the meter, resulting with a value of 4.5 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.3 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter value. The patient was treated based on the laboratory value. The patient is currently in stable condition. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient was not taking any new medication, had no new illnesses, and had no diet changes. The patient did not have a special or unusual diet. The patient did not have any bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 345213) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter and test strips were returned for investigation where they were tested using retention controls. Testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0 %. No information was provided that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.